Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. During support, the aic alarmed indicating that there was air in the purge. The nurse attempted to de-air the purge using the aic guidance but all soft buttons and rotary knob on the aic were non-responsive. Several attempts were made; however, the aic was locked up and did not respond to any buttons pushed. The device was replaced with another aic and the issue was resolved with no patient harm. The procedural outcome noted that the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation into aic issues are complete. The device was received for evaluation. The device logs are consistent with the complaint. Air in purge system alarm was triggered at the end of case start wizard, prompting the user to enter de-air purge wizard. Despite the de-air wizard performed, the purge pressure was unable to build up. When the de-air wizard finished, the air in purge system alarm was triggered again. However, this time multiple of keyboard error was observed in logs instead of user pressing the corresponding keys to enter de-air purge wizard. Device evaluation: the root cause of the kbd non-responsive was highly likely due to defective kbd assembly. The root cause of air in the purge alarm was unable to determine, as the condition was not reproduced. This report is being filed as part of a retrospective review of historical records.